Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that there is no answer to why the impedances are high and resolution to correct the high impedance. Doctor will be made aware.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the caller was testing impedances as the patient needed an MRI. Caller is assuming that the patient is not eligible for an MRI due to a possible open circuit but was calling to confirm. Impedances were testing and the on the tablet one contact was red. Caller then said she tested the impedances with the 8840 and contact 11 was at 40,000 ohms. Caller mentioned this contact is not programmed and is on the right side vim. Caller also added that it is programmed at case and -10. Caller mentioned impedances on left side are fine. No symptoms were reported. No further complications were reported or anticipated with this event.